Event description:
Healthcare professional reported a lap-band system port "leak" and "infection". The problem was first noticed when the patient was having "a fever, chills, and was not feeling well". The port of the lap-band system was removed and replaced.

Manufacturer narrative:
Based upon the implant date provided by the reported, the connector type is either a taper ii or rapidport ez strain relief. Allergan has rec'd the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii or rapidport ez strain relief.